Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:37:21. During night drain cycle five, the patient's ultrafiltration reading was 1844ml, indicating the home patient (hp) drained 1544ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.